Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 92058, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 2.4 inches from the tip. The sheath distal tip was intact; no fractures or breaks was noticed. No teflon delamination was noticed at the tip of the sheath. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.